Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain. The cause of peritonitis was not reported. On an unreported date, the patient was treated with cefazolin (dose, route and frequency not reported) and tazim (intraperitoneal, dose and frequency were not reported). The patient was hospitalized on the same day as onset of the event and physioneal and extraneal therapies were discontinued on the same day. At the time of this report, the patient was not recovered. No additional information was provided because the reporter declined follow up.